Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v325860, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had her device replaced in (B)(6) 2014. The patient had a revision on (B)(6) 2014 because the sutures that were anchoring device down had come loose and device had moved. The healthcare professional (hcp) had to go back in and suture device back down.